Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they have received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on two cobas 6000 c (501) module analyzers (cobas #1 and cobas #2). Results are higher on the cobas #1 analyzer. For example, cobas #1 will generate a sample na result of 147 mmol/l, but cobas #2 generates a value of 141 mmol/l. This medwatch will apply to cobas #1. Please refer to the medwatch with patient identifier (B)(6) for information related to cobas #2. The customer provided data for a total of 6 patient samples. Of these, three had erroneous na results. The erroneous results for the first two samples were not reported outside of the laboratory. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for the third patient sample. The field service engineer replaced electrodes and tubing. There were no issues with calibration. Rinse station tubing and valves were replaced on cobas #1. Replacing the items on cobas #1 did not change the results. Na results on cobas #1 were still higher. The analyzers were decontaminated and the first sample was tested on both analyzers, resulting with the following na values: sample 1 on cobas #1 = 144 mmol/l, 145 mmol/l, 145 mmol/l, 148 mmol/l. Sample 1 on cobas #2 = 143 mmol/l, 143 mmol/l, 141 mmol/l, 143 mmol/l. The customer then repeated na measurements for sample 1 and ran na measurements on sample 2 on both analyzers as follows: (B)(6). The customer then exchanged chloride electrode between the two analyzers and repeated na measurements for samples 1 and 2 on both analyzers as follows: (B)(6) erroneous na results were later generated for a third patient sample on (B)(6) 2019 as follows: sample 3 on cobas #1 = 135 mmol/l, 139 mmol/l, 133 mmol/l, 134 mmol/l, 136 mmol/l, 138 mmol/l. Sample 3 on cobas #2 = 134 mmol/l, 135 mmol/l, 135 mmol/l, 135 mmol/l, 136 mmol/l, 135 mmol/l. No adverse events were alleged to have occurred with the patients. The na electrode lot number was h92 on cobas #1 and the lot number was j28 on cobas #2. The na electrode expiration dates were asked for, but not provided. The electrodes were changed, but the customer still stated they still have questionable na results.

Manufacturer narrative:
A sample pipetting issue was excluded based on precision checks of the clinical chemistry tests. The investigation did not identify a product problem. The cause of the event could not be determined.